Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I result for two newborn patients. The following data was provided: (B)(6) 2026, sid (B)(6), (1 month and 24 day old): initial result = 13688.1 pg/ml, repeat testing on another alinity generated the same result, repeat testing at another laboratory with an unknown method = negative the newborn was tested at the emergency room due to a soporific state. (B)(6) 2026, sid (B)(6), (1 month and 11 days old): initial result = 451 pg/ml, repeat testing on another alinity generated the same result, repeat testing at another laboratory with an unknown method = negative clinical information for this newborn is not available. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 08p13, that has a similar product distributed in the us, list number 04z21, with 510k/PMA/bla number k202525.